Event description:
Received information regarding an air bubble in the luer lock. The customer's blood glucose level was "good" at 99 mg/dl. The customer successfully loaded a new cartridge and resumed insulin delivery.

Manufacturer narrative:
No product returning for evaluation; should new information become available, a supplemental form will be submitted.